Event description:
It was reported that (2) devices were used during a colon procedure. It was reported by the affiliate that the tlc55 had an incomplete staple line. There was no consequence to the pt.